Event description:
Additional information received reported the depletion of the neurostimulator was considered normal battery depletion.

Event description:
It was reported that the patient experienced no stimulation sensation and was in extreme pain after falling on some ice and twisting her back two weeks ago. Since then she had tried to increase stimulation and change the settings, but still did not feel stimulation. The battery seemed to be on and the pack seemed to be working, but the patient thought the leads were not. Additional information received reported that interrogation of the implantable neurostimulator indicated a low battery. The patient had her battery successfully replaced on (B)(6) 2011 and had satisfactory stimulation.

Manufacturer narrative:
Extension: model 748925, (B)(4), implanted: 2008 (B)(6), explanted: na, extension: model 748925, (B)(4), implanted: 2008 (B)(6), explanted: na, lead: model 3487a-33, lot# v101633, implanted: 2008 (B)(6), explanted: na, lead: model 3487a-33, lot# v072248, implanted: 2008 (B)(6), explanted: na, programmer: model 7435, (B)(4).